Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to high impedance greater than 2000 ohms. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 11 cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyze. The visual inspection showed cuts in the insulation. Blood penetrated the lead. Furthermore the shock coil and the inner coil was found deformed. It is reasonable to assume that these damages resulted from the explant procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.